Event description:
The reported incident relates to the mattress sliding down causing the user's arm to get pinched between the mattress and the bed frame. The consumer will need to contact his/her dealer/distributor for resolution of this issue, the mattress manufacturer makes all of it's mattresses to spec i.e. Thickness, width and length; there should be hardly be any large size gaps that would allow the mattress to slide down "significantly" and cause the arm to get pinched in between the mattress and the bed frame.